Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm. The customer did receive a low battery alert prior to the replace battery alert. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged battery power loss alarm/battery lasts less than expected found on (B)(6) 2021. The pump passed the displacement test, active current test and self test. No unexpected battery power loss alarm or low battery alert noted during testing. High sleep current found during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were dropped 3 times and then recovered, including the loaded and unloaded vlith voltages. High current due to esd latched up on an ic. Unable to verify the ic which is latching up, problem isolated to electronic assembly. No alarms or alerts found in the pump history files/traces download on the event date. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Unexpected battery power loss alarm and battery lasts less than expected was confirmed due to high sleep current which cause by esd latched up on one of the ic. (B)(4).